Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as severely tortuous. It was reported that the physician was unable to advance the stent graft to the intended landing zone. The delivery catheter kinked during the advancement due to the vessel morphology. The delivery system catheter was removed from the pt. The physician changed the guidewire to a stiffer guidewire, used vessel dilators and the new stent graft went up fine. However, the final angiogram demonstrated that the left renal artery was occluded (MFR report# 2953200-2009-01107). After multiple attempts to get into the left renal from below, the physician elected to access the vessel via the left arm and successfully stented the left renal with a 5x19 monorail stent. Our completion angiogram showed filling to both renals. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: severely tortuous. Conclusions: severely tortuous.